Manufacturer narrative:
A ge service representative performed an on site investigation. The system interface board and the workstation power supply were replaced. The software was reinstalled during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported that the collimator on the 9800 system closed down and the system locked up during a case. No patient injury was reported.